Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the emergency room after receiving high voltage therapy. Patient had a vt storm and multiple therapies were delivered. An alert for charge time limit reached was received. Capacitor maintenance was recommended. Patient has not had any further episodes and the device is functioning normally.